Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the pronto, no model number, but had a spj joystick. He states the chair was driving but will stop.